Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. Investigation pointed to a possible issue with the therapy pcba. Stryker replaced the device's therapy pcba to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device did not show the paddles when selected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.